Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: visual inspection revealed no damage to the battery compartment and no moisture inside the battery compartment. The returned battery cap was able to fully secure to the pump. The pump was unable to power on. Investigation revealed a crack in the pump casing near the upper right corner of the display and moisture was observed behind the display lens. Leak testing revealed a leak at the crack in the pump casing. The pump casing was removed and there was evidence of moisture found throughout the inside of the pump. The complaint of no power was duplicated on investigation.